Event description:
It was reported when using the bd syringe 30ml 18g 1-1/2in there was foreign matter on or in the syringe or any fluid path component. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "there was too much lubricating material on the syringe plunger part."

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1108253. D.4. Medical device expiration date: 8/24/2024. H.4. Device manufacture date: 9/10/2021. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/17/2021. H.6. Investigation: 2 samples were returned to sbdm, lot number is 1108253. Testing method: sbdm took a silicone lubricant test according to article no. 9, medical device regulatory standard, testing method of silicone lubricant. Silicon in the medical device spec: below 0.25 mg per inner size: sbdm conducted a silicone lubricant test with the complaint sample (syringe 30ml 18g 1-1/2in), the test result is over the regulatory standard on medical device manufacturing. Since the silicone lubricant volume comes to approximately 0.25mg per inner size. But, actual volume is over 0.25mg per inner size.so, the customer may think that silicone volume is excessive. House sample inspection: sbdm inspected total 20 house samples of the complaint product (syringe 30ml 18g 1-1/2in, lot no. 1106246, 1108253 & 1110213), there was no defective product found in them. DHR review: sbdm review the manufacturing record of complaint case, there is no issue while manufacturing. Customer complaint record review: sbdm review the customer complaint record of complaint sample, there were similar issues of the similar product from other customers. Root cause: in case of syringe 30ml 18g 1-1/2in manufacturing process, sbdm are controlling internal standard on the silicone lubricant volume as below 0.2500mg, that is more tightened control point than the current medical device regulatory guideline. However, it is likely that the valve is blocked by silicone and when stopper pushed silicone lubricant into the barrel with excessive pressure. Or the air pressure in the silicone spray valve was temporary too high due to stock of silicone oil. So, silicon lubricant is spread over 0.2500mg. And it causes too much oil in the syringe. H3 other text : see h.10.

Event description:
It was reported when using the bd syringe 30ml 18g 1-1/2in there was foreign matter on or in the syringe or any fluid path component. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "there was too much lubricating material on the syringe plunger part."